Manufacturer narrative:
(B)(4). UDI#: (B)(4). The reported complaint of "balloon did not inflate enough" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the balloon did not inflate enough during use. Therefore, the catheter was removed and replaced with a new kit, inserted at the same insertion site to complete the procedure. No injury to the patient occurred. The inflation test before use had been done without problem." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "the balloon did not inflate enough during use. Therefore, the catheter was removed and replaced with a new kit , in serted at the same insertion site to complete the procedure. No injury to the patient occurred.the inflation test before use had been done without problem." The patient's current condition is reported as "fine".